Event description:
The customer reported the sys was intermittently failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was testing and found to be working as intended and put back into svc.